Manufacturer narrative:
This pacemaker is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient was presented to the hospital with a heart rate of 30 beats per minute. Review of their system indicated there was right ventricular (rv) loss of capture and high pacing threshold outputs. A high out of range pacing impedance measurement of greater than 3000 ohms was also observed on the rv channel. The physician decided to surgically intervene and disconnect the rv lead from the pacemaker and test it with a pacing system analyzer (psa). Testing of the rv lead through the psa in both unipolar and bipolar mode yielded no abnormalities. The physician then decided to explant and replace the pacemaker from the patient. All system measurements with a new pacemaker were acceptable. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the pacemaker was performed. A visual inspection of the header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The pacemaker was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The pacemaker operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.